Event description:
Unable to speak with the patient/layperson, this senior medical surveillance reviewed information the patient gave to a customer care advocate cca, in '09. A follow-up letter will be sent to the patient. The patient called for assistance to obtain a new meter to replace his one touch ultra2 meter per his physician's recommendation. The patient then alleged that the meter would not provide a blood glucose result. The patient attempted two blood glucose tests for the cca. With the first test, the patient stated, "nothing happened", indicating the meter possibly did not recognize a sample and the patient possibly placed the blood on top of the strip (wrong technique). After the second test, the meter prompted an error message; however, the patient was unable to see the error number to determine the error. The patient alleged it was too small to read. When asked if he had symptoms or received treatment due to the alleged issue, the patient denied medical intervention. Regarding symptoms, the patient initially stated that he has had low blood glucose symptoms, such as shaking, during which time, he tests to confirm and determine how to self-treat. The patient also confirmed that he has had symptoms when unable to obtain a result. However, he would self-treat with food since he is aware when the symptom is low blood glucose. When asked again whether the symptoms started after the alleged issue, the patient responded, "yes". It is unknown if the reported lot was used during the alleged event. However, the patient tests from only once to three times a week. Because the patient allegedly had a symptom after the reported issue that meets criteria for serious injury, the complaint is reported. The patient does not recall the date. The cca replaced meter, test strips, and control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.